Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient had a cervical rf ablation procedure on (B)(6) 2018. Subsequently, the patient's ipg was unable to communicate with their patient controller resulting in diminished therapy and was not placed in surgery mode prior to the procedure. Troubleshooting the issue, in addition to reprogramming restored therapy.